Manufacturer narrative:
The device was not returned and the seral number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an as50 infusion pump was missing the piece that attaches to the IV pole. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.